Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with the plastic housing from the anvil side disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colon procedure. The open stapler was not assembled correctly during production and fell apart after opening the package. It was not used on the patient. The package of the circular stapler was broken so the product was not used. No patient injury or extension in surgical time. Patient status is alive, no injury.